Manufacturer narrative:
The device has not been returned to philips due to local restriction related to covid-19. We were not able to perform technical investigation. Post-partum depression is often the result of a combination of factors and therefore cannot be solely attributed to the use of a breast pump and/or the potentially insufficient match between the philips breast pump technological offering and the consumer's physiology.

Manufacturer narrative:
Philips reports the event by precaution as medical attention was sought. The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested for analysis.

Event description:
The customer claims that she suffered postnatal depression, as a result of the difficulties she experienced when using the breast pump.